Event description:
A nurse reported that during a vitrectomy surgery, the flow rate at 5000 cuts/minute was not sufficient, only a cutting rate of 3000 cuts/minute was satisfactory. Additionally, the air valve had to be operated several times (switched several times between air and balanced salt solution) before air was available for the liquid/air exchange. The surgery was completed with no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).